Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that that the customer was hospitalized due to hyperglycemia, diabetic ketoacidosis, heart attack and dementia, on april 18, 2021. Customer stated that the he was vomiting and blood glucose value was 545 mg/dl and could not get his sugar down through a bolus and manual injection and still did not com e down too much and came to 469 mg/dl and then customer called emergency twice. Current blood glucose level was 150 mg/dl. The customer was treated with insulin drip. Customer was using the auto mode feature. The customer declined troubleshooting for high blood glucose. The insulin pump will return for analysis.